Manufacturer narrative:
Qn# (B)(4). The reported complaint of "detached - connector" could not be confirmed since the connector was not returned with the et tube. The customer provided one photo and returned one-unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the connector was not returned. A device history record review could not be performed as no lot number was provided. No issues were observed with the et tube. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that: "15mm connector of the tracheal tube would not stay connected after multiple attempts. Zip ties were eventually placed on proximal end of tube near connector in attempt to keep positioned to no avail. Connector eventually broke off and was discarded. No harm but unplanned ett exchange less than 24 after initial placement.".

Manufacturer narrative:
(B)(4). Failure mode "detached - connector" could be confirmed with picture attached. DHR review could not be conducted since the lot number was not provided. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "15mm connector of the tracheal tube would not stay connected after multiple attempts. Zip ties were eventually placed on proximal end of tube near connector in attempt to keep positioned to no avail. Connector eventually broke off and was discarded. No harm but unplanned ett exchange less than 24 after initial placement."